Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report that a patient's mother had contacted the distributor and reported that the patient had cgm inaccuracies. At the time of report to dexcom technical support, no medical intervention or injuries were reported by the distributor on the patient's behalf. The device is not indicated for use in pediatric patients.